Event description:
The complainant reported a 70 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. After insertion, the patient was alleged as enduring hemolysis, as evident by hemolytic urine. Haptoglobin was delivered and the patient's urine color improved.

Manufacturer narrative:
The impella pump was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information for the initial MFR 1220648-2022-01604 was provided in sections b1, b3, b5, d6a, d6b, h1, h6. The investigation has been completed for the reported issue of purge leak. The device was received for evaluation. The cause of the purge leak was a piston failure. As noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high risk cpi. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the impella device purge housing experienced a fluid leak since insertion. It was reported that the purge house leaked and was replaced twice.